Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open - efaa) could not be confirmed by device analysis. Additionally, the clip was unable to close from invert during analysis, the release crimper was loose, the collet was observed to be broken, there was corrosion on the actuator mandrel and collet, and the actuator coupler weld was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unintended movement (clip open - efaa) could not be determined. The observed difficult to open or close (clip close - inability), and the reported unstable (release crimper), were due to the broken collet and coupler. The observed break associated with the collet break, and the observed break associated with the broken actuator coupler weld, were due to the corrosion on the device. The observed corroded associated with the device corrosion was due to device shipping/ storage conditions (fluid in contact with device). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a clip opening during efaa. It was reported that a mitraclip procedure was performed to treat a mitral regurgitation (mr) with grade of 4. The clip was advanced to the mitral valve and a grasp was done a2/p2 medial. During establishing final arm angle (efaa), the clip opened to about 40 degrees. Standard troubleshooting was performed and a second efaa test was performed; however, the clip opened again. The clip was removed, and a replacement device was used to complete the procedure. Two clips were implanted, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.